Manufacturer narrative:
Briganti, f., leone, g., cirillo, l., divitiis, o. D., solari, d., <(>&<)> cappabianca, p. (2017). Postprocedural, midterm, and long-term results of cerebral aneurysms treated with flow-diverter devices: 7-year experience at a single center. Neurosurgical focus, 4 2(6).doi:10.3171/2017.3. Focus1732 the pipeline devices have not been returned for evaluation; product analysis cannot be performed. The device was not returned, therefore the report of pipeline pushwire break could not be confirmed. The cause of the events could not be conclusively determined from the provided information. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic literature review found reports of pipeline pushwire break as well as post-implantation cerebral infarction. The purpose of this article was to evaluate the safety and effectiveness of flow-diverter devices over a long-term follow-up period. The authors retrospectively reviewed the records of 60 patients (48 female, 12 male, mean age 57 years) with 69 cerebral aneurysms. The 60 patients received 63 implanted flow-diverter devices; of the devices, 31 were the pipeline embolization device (ped). The article states that the following intraprocedural technical complication occurred: ¿one patient had rupture of the pipeline microwire, which was immediately captured with a snare device without any clinical problems.¿ the patient did not have any further complications. The article also states that two ped patients experienced asymptomatic cerebral infarction on follow-up: - one patient ((B)(6) female) underwent ped placement in the treatment of a right m1-m2 bifurcation aneurysm. The six-month follow-up angiography showed complete occlusion of the sac as well as reduced filling in a side branch covered by the ped. The 18-month follow-up mr image showed infarction of the right lenticular nucleus. - one patient ((B)(6), female) had a small, posterior communicating artery aneurysm and ipsilateral fetal origin of the posterior cerebral artery; the patient underwent ped placement. The six-month follow-up angiogram showed complete occlusion of the aneurysm sac. The 12-month postoperative t2-weighted flair image showed infarction in the left posterior temporal lobe. No additional complications occurred for these patients at the longer-term follow-up (>24 months). The article states that all ped implants were patent at the last follow-up.